Event description:
Tubing that was threaded around the roller-head of an extracorporeal membrane oxygenation -ECMO- machine cracked. The tubing was removed from the pump and replaced with new tubing. Pt was removed from ECMO support during this repair. Pt required one dose of epinephrine.